Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley could not be used for irrigation.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per functional evaluation, the catheter could not be irrigated. Water was introduced through the irrigation funnel and there was difficulty in the water flowing through the irrigation lumen and irrigation eye. The device was dissected and no conditions or any abnormalities were observed that could have caused the difficulty in irrigation. The exact caused could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "sterilise unless package has been opened or damaged. Warning : do not use elements or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." Correction: MFR site.

Event description:
It was reported that the foley could not be used for irrigation.